Manufacturer narrative:
Info is unavailable. Device was not returned for evaluation.

Event description:
It was reported that during an unk procedure, the device fired the first clip fine and all other clips scissored. The jaws were not feeding the clips correctly. Another device was used to complete the procedure. There was no adverse consequence to the pt. The device was discarded.